Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks including pump thrombosis, and bleeding. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling; inflow cannula obstruction and outflow graft kink may also result in low flow. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. Guidelines for optimal patient management including therapeutic anticoagulation guidelines are also outlines. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A review of the controller log files associated with the event captured in (B)(4) confirmed the low flow alarms. Waveforms indicate a sudden sustained decrease in power consumption starting on (B)(6) 2015. Waveform trends of this nature may be indicative of an occlusion or change in patient state. Pump thrombus and stroke are known potential complications associated with all patients implanted win vads as outlined in the instruction for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU address guidelines for optimal patient management including medical management and the therapeutic anticoagulation guidelines to minimize the risk. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the patient had been compliant with his anticoagulation and it was not held for any reason. Treatment of the suspected left ventricular (lv) and pump thrombus consisted of administration of tpa via the inflow cannula; 30mg over 30 minutes with resolution of his flow and power back to normal. He was transferred to the sicu and placed on IV heparin and IV integrelin but developed a headache. IV heparin was stopped. CT head revealed bilateral subarachnoid hemorrhage (sah). Integrilin was stopped and he was placed on aspirin. Repeat head cts were performed with resolution of the sahs. His headache also resolved. IV heparin was resumed and coumadin initiated with warfarin 2.5-3.5 as his inr goal. Serial ldhs were monitored and began declining to approximately 300 before discharge. In addition, he maintained good flows, normal powers. He was maintained on heparin until discharge on (B)(6) 2015; reported as having no neurological symptoms. The device remains implanted and therefore is not available for analysis. With review of the available information and report of previous lv thrombus with pump exchange, it appears that there may be contributing patient factors impacting the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The patient's exact weight is (B)(6). Additional information was provided by the territory manager. On 07/17/2015 the patient was placed on the transplant list and is the (B)(6) by exception. He is last reported to be doing well but slow to recover. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The patient was seen on (B)(6)2015 for routine right heart catheterization. The ldh at the time was stable at 289 and good hemodynamics. The patient then acutely developed fatigue the following day with dark urine and was admitted. On (B)(6) 2015 the ldh was increased with constant low flow alarms and grinding auscultation of the pump. The site had concerns of pump thrombus but after discussion of numbers considering inflow obstruction. The patient was taken to the cath lab and given intra-ventricular tpa. Shortly after the dose was given, flows return to baseline values of 4l, up from 1.5l and per the site, the pump sounded better. It was reported on (B)(6) 2015 that the patient had a small head bleed, but had no neurological symptoms.